Event description:
It was reported that the lid of the smartlife large asptc battery housing. Is broken at the hinge level which can expose the non sterile battery into a sterile field. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the lid of the smartlife large asptc battery housing is broken at the hinge level which can expose the non sterile battery into a sterile field. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event through service, of the housing is broken at the hinge, was confirmed. The engineering technician observed that the lower housing was cracked near the hinge. The hinge itself was not cracked. The tech identified the damaged bottom housing as the primary failure. Potential causes for a cracked housing include excessive autoclave exposure, exposure to high ph cleaners, cleaning solvents, or impact (such as being dropped).